Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that it was unknown when the patient first started experiencing the lack of efficacy. The patient was experiencing a lack of tremor control. The status of the explanted lead is unknown. This information was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot/serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead, ubd: 12-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the left lead was being revised due to lack of efficacy. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.